Event description:
The hcp reported the catheter was dislodged. The catheter was replaced. No pt symptoms were reported. The pump was programmed to deliver lioresal (500 ug/ml) at 100 ug/day. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.